Manufacturer narrative:
The customer¿s reported complaint of false air in line alarms was confirmed during a one hour test infusion. However, the ail ultrasonic signal measured within specification during the investigation. The pump module was being used for treatment. Log analysis results confirmed the presence of 47 ail alarm between the dates of (B)(6) 2019 and (B)(6) 2019. Ail test method results, consisting of a one hour test infusion and measurements of the ail ultrasonic signal indicates the ail assembly is having intermittent functional failures. This unit¿s manufacturer date 20feb2013 falls under the ail recall for false ail alarms noted with an affected population date of (B)(6) 2011 and (B)(6) 2015. The medical device safety notification was sent out to customers on 02 dec 2017. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
It was reported that the pump was alarming for ail when no air was noted.